Event description:
It was reported that a progav 2.0 shuntsystem (part # fx414t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to operating in under-drainage and was unable to be adjusted. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6).

Manufacturer narrative:
Investigations: visual inspection: deposits on the product. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant is operating slightly outside the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the klick force required was not within the specified tolerances. More force had to be applied to loosen the integrated rotor. Internal inspection: after dismantling of the valves, some deposits were found in both valves. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valves to the best of our abilities. Based on our investigation results, we can identify an accelerated outflow in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.